Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii and seroma-late. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii, periprosthetic fluid, lobulated contours and cysts. The device remains implanted.